Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. Device was returned with complaint for review. Visual exam revealed the internal mechanism (lever) that mates with the sizing tibial plate has fractured at the lever tab (subcomponent item#2 is fractured). Measured print specifications were found to be conforming. The device is used for treatment. Based on investigation, this occurrence has been documented and corrective actions are in place, including a design change related to elongation of the piston. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported by the distributor that during surgery, the holding clamp broke during placement of tibial trial base plate.